Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7050-90, lot# 363336, mfd. 04/03/15, exp. 2020-04-03, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493345, mfd. 07/20/15, exp. 2020-07-20, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient did well initially following the procedure but later complained of a recurrence of pain symptoms. The surgeon determined that the implants may have been loose based on lucency observed around the implants based on CT scans. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the caudal and middle implants and replaced them with larger implants of the same type. He then installed two new implants of the same type to help fixate the si joint. The status of the patient following the revision procedure is not known.